Event description:
Pt had brain tumor removal; hole in skull and was filled with norian bone cement in 03/22/2001. Bone cement crumbled, resulting in problems for pt with some norian pushing through the skin. Removal was done on 10/30/2003, but not all norian could be removed due to proximity to brain, and hole cannot be filled.